Event description:
An optometrist reported a case of mild epithelial ingrowth, observed on a patient's right eye near flap hinge and flap edge at three month post op follow up for lasik retreatment. Reporter indicated no intervention required currently and patient being monitored. Reporter additional indicated he felt this event was related to patient healing from re-lifting of flap for retreatment, and not to use of the excimer laser. Reporter stated patient was instructed to use artificial tears daily and over the counter gel at night. Patient noted vision is good; however, the eye feels dry in the morning.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).